Event description:
It was reported that this right ventricular (rv) lead was repositioned due to micro dislodgement which caused loss of capture confirmed via electrocardiogram. This lead remains in service. No additional adverse patient effects were reported.